Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI: (B)(4). This report is being submitted as an initial and a final report, as the investigation is complete. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Product review of the air dermatome on december 3, 2019 revealed that the motor was rough and the speed was below specifications. The calibration was out at the zero setting only. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on december 3, 2019 which included replacement of the needle bearing, screws, throttle hinge gasket, motor, semi-circle bearings, and vespel bearings. Air dermatome, serial number (B)(4), was then tested and functioned properly. While the returned product investigation confirmed that the air dermatome had a malfunctioning motor, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the needle bearing, screws, throttle hinge gasket, motor, semi-circle bearings, and vespel bearings were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device does not sound right and feel it can't be used. Event occurred during testing. At evaluation/investigation the motor of the device was found to be rough and the speed was below specifications. No adverse events were reported as a result of this malfunction.